Event description:
The pt reported receiving an 04 (occlusion) alarm during normal basal delivery. The pt was instructed to disconnect from her site and prime the tubing of the infusion set. Insulin came out of the tubing. The pt stated that she just changed her infusion site in 2006. When she changed the infusion site she then bolused 11.5 units of insulin and the bolus went through properly. The pt's blood glucose did elevate in the 500s mg/dl. The pt's normal range is between 78-200 mg/dl. The pt reported no symptoms with the elevate blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.